Event description:
Medtronic received info that after ablating the left pulmonary veins twice, charring was observed in the left atrium, close to the ablation line. The pt is reported to be in good condition.

Manufacturer narrative:
Analysis:reason for return was not confirmed. Visual inspection shows some body fluid residue in both jaws. Unit was cleaned and irrigation flow test was performed. Unit shows good irrigation though both jaws evenly. Unit was then attached to a gen 1, generator. Several, full 16 second ablations were performed using gauze, with no error or impedance messages displayed. The device was tested and found to meet spec. The instructions for use instructs the user to squeeze the trigger and make certain that saline is flowing freely out of the electrodes. Continuous flow of saline is necessary during ablation to cool the outer tissue. The cooling of the outer tissue prevents charring and tissue desiccation and allows radiofrequency energy to be delivered deeper into the tissue to more effectively create transmural lesion. Conclusion: the device was evaluated and found to meet spec, as saline was found to be freely flowing. Testing was unable to identify a product performance issue that would have contributed to the reported event.